Manufacturer narrative:
H3, code "other": the device was reported discarded at the facility after the explantation. Therefore, an evaluation of the device could not be performed. H6 investigation findings. Code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). On (B)(6) 2024, the patient presented with shortness of breath and ultrascan imaging showed a thrombus in the right atrium attached to the right disk of the occluder device. To solve the thrombus, subsequent thrombectomy was attempted but was unsuccessful. During the following surgery, both thrombus and device were removed successfully. The patient was reportedly well but suffers from protein s deficiency, indicating an increased risk of developing thrombosis.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. G3/g4, date received by manufacturer: initial MFR# 2017233-2024-05276 submitted 02-sep-2024 states 20-aug-2024. This appears to be a typo and should have said 21-aug-2024. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.